Manufacturer narrative:
(B)(4):evaluation revealed the keypad to be intact; no peeling or lifting was observed. The up arrow, down arrow, contrast and ok keypad emblems are worn off. All of the keypad buttons respond intermittently when pressed and require excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed to investigate and revealed visible contamination under all of the contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the keypad buttons are not responding the same and do not click or spring back like they used to. The keypad button symbols are reportedly worn off. This report is being made based on the alleged keypad malfunction.